Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The date of the event is unknown. A supplemental report twill be submitted when provided.

Event description:
It was reported the colonovideoscope's image disappeared, but when the bendable part was pressed, the image reappeared. The event occurred during maintenance. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image glitches a root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction the image disappears was due to image glitches. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.